Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(4). Reported event was confirmed by review of x-rays. X-rays received show the angle between femoral axis and tibial axis had shifted after initial implant of device. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined; however, event may be related to patient bone quality, patient fall, or patient weight. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent knee revision approximately one year post-implantation to address angle correction. The tibial component was reported to be varus, which may have contributed to a patient fall. The tibial component was fully integrated, therefore the poly bearing only was revised. A custom implant was used to address the varus knee.